Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that patient presented in lab with loss of capture in the lead which caused clinicians to believe that lead had dislodged. This was confirmed via fluoroscopy.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that a patient presented into the electrophysiology lab for a right atrial lead revision. Previous to this date the patient had a fall which apparently dislodged the lead. A new lead was implanted and the existing lead was explanted. The patient was stable.